Manufacturer narrative:
(B)(6). Date of symptom onset is unknown; however, the patient reported the issue began around (B)(6) 2009. The original awareness date was reported in error on the initial medwatch as september 14, 2015. The correct date of awareness for the event addressed within this report is october 2, 2015. This report is for one (1) unknown acdf implant. Specific part and lot numbers for the acdf device were not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via prodisc-c clinical study that patient (B)(6) underwent an anterior cervical discectomy and fusion (acdf) procedure using an unknown spinal system at c5-c6 on (B)(6) 2004. There were no intra-operative complications. The patient was discharged to home on (B)(6) 2004 with no complications at discharge. The patient underwent an explant/removal procedure of an unknown plate at c5-6 on (B)(6) 2009. The patient was then revised to an acdf at c6-c7. The clinical study date of disposition was (B)(6) 2011. The patient experienced the follow post-operative potential adverse events (aes): -date reported (B)(6) 2009: hospitalization due to revision surgery. The patient had fusion at index level. Procedure completed and issue resolved, but the patient does have executed post-op pain. -(B)(6) 2010: patient presented with pseudo-arthrosis of c6-c7. The patient underwent another acdf procedure with autograft. The pseudo-arthrosis was at an adjacent level. After the acdf procedure with plate at the index level, the patient subsequently developed adjacent level disease requiring an acdf which failed to heal. Current state of event: resolved. -during the month 72 visit on (B)(6) 2010, the patient reported severe neck pain which had begun around (B)(6) 2009. -(B)(6) 2011: the patient suffers from severe neck pain and headaches. The patient underwent a posterior cervical fusion at adjacent level c6-c7. Current state of event: resolved- patient released from hospital and is recovering. -date reported (B)(6) 2011: trapezius muscle spasms which were mild and unanticipated. The implanted devices were not involved. Patient was treated with botox injections. Current status of event: ongoing. -date reported (B)(6) 2007: right upper extremity numbness, which was mild and anticipated. Patient treated with emg of right upper extremity. Current status of event: resolved. -date reported (B)(6) 2007: headaches, which were mild and unanticipated. Patient instructed to follow-up with a neurologist. Current status of event: ongoing treatment with a neurologist. -date reported (B)(6) 2007: thoracic spine pain, which was mild and unanticipated. The patient was given facet injections which are ongoing. This report will address the neck pain that the patient reported during a follow up visit on (B)(6) 2010. This report is for one (1) unknown acdf spinal construct device. This report is for (B)(4).

Manufacturer narrative:
Pain may have been prior to date, however (B)(6) 2009 is when patient reported experiencing pain, report is for an unknown prodisc ¿c implant. UDI # unknown part number, UDI is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(4) patient presented severe neck pain beginning (B)(6) 2009. This report is for an unknown prodisc-c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The initial complaint was reviewed and found to be a duplicate. The event has been identified in netreg ((B)(4)) was reported from that system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found to be a duplicate. The event has been identified in netreg ((B)(4)) was reported from that system.